Event description:
It was reported that the patient had the artificial urinary sphincter removed as it did not function properly after more than 7 years. A new artificial urinary sphincter was implanted. No patient complications were reported.